Manufacturer narrative:
Device not returned, DHR reviewed and no defect found, markings in photos provided by the reporter provide evidence that this was caused by a lack of engagement when tightening the screw. Surgical procedure technique issue / lack of properly following instructions for use.

Event description:
On (B)(6) 2024, an initial operation was performed on a patient externally fixating the l4-l5 vertebrae using pedicle screws. Then on (B)(6) 2025, the doctor confirmed that the l4 right set screw was dislocated. A reoperation was performed on (B)(6) 2025 and the l4 right pedicle screw, set screw, rod, and the l5 right set screw were removed. The pedicle screw was replaced with a larger od using screw size 7.8 x 50 mm. The original pedicle screw size used was a 7.0 x 50 mm. A new rod and set screws were implanted.